Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she had high blood glucose levels and she needed to know how the insulin pump worked. The customer's blood glucose reading was 600 mg/dl. The customer treated with a manual injection. The customer was assisted, but became upset and disconnected the call. The insulin pump was not replaced or returned for analysis.